Manufacturer narrative:
Investigation confirmed the vac pac had split seam damage. Per product manual customers are instructed to inspect the vac pac prior to each use. The customer since has destroyed the device and been provided a replacement. User's manual also instructed to replace units older than two years that are used several times a week. No further investigation is necessary, and this report is considered final.

Event description:
Natus medical received a complaint on (B)(6) 2017 stating their vac-pac had a split seam. No harm to patient with no delay in treatment, no patient injury, and no environmental/safety concerns.